Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The surgical staff was able to remove the monopolar curved scissors (mcs) tip cover accessory with tweezers. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported one instance of the monopolar curved scissors (mcs) tip cover accessory falling off during installation. The mcs tip cover accessory got stuck in the entry guide. The customer felt something was obstructing the instrument insertion and identified the fallen tip cover accessory. A tweezer was used to remove it. No patient contact was observed. It was noted that mcs tip installation task was a source of frustration for scrub technicians, and it was the most difficult task for a robotic procedure.